Event description:
It was reported that the programmer displayed an error message and would not get telemetry. It was not confirmed in the field if the issue was with the radio frequency (rf) programmer head or the programmer. The programmer and rf head were returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the radio frequency (rf) programmer head passed the functional test.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).